Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator went inoperative. Information regarding the intervention taken on the behalf of the patient has been requested but not provided. There was no report of patient harm as a result of the reported event.